Event description:
This was a lead removal case conducted in the operating room to extract 2 malfunctioning cardiac leads (ra and rv). The md prepped both leads with a ldd-ez and began lasing the ra with a 14f sls ii. After 18 seconds of lasing time the ra lead broke free. However, the distal tip of the ra lead fractured off of the body of the lead and embolized. At this point the interventional radiologist was called to the room to prepare for retrieval of the tip. The md continued with the extraction of the rv lead, lasing again with the 14f sls ii. It was reported that significant force was used while pulling on the lld-ez. Again the lead broke free, the distal tip of the rv lead fractured and embolized. The interventional radiologist was present at this point and was able to quickly retrieve the second distal tip with a snare catheter. During the next 1.5 hrs of trying to snare the initial embolized tip, the surgical team decided to abandon the lead tip which was now lodged in the pt's lung. The pt's vital signs were stable, no pain, no shortness of breath, or injury was noted. The pt remained in ICU overnight for observation and was discharged to home the following day.

Manufacturer narrative:
There were no device retained for return analysis. The md stated the spnc device(s) were not the causative factor in the incident. Several (4/11, 4/26 and 4/29) unsuccessful attempts were made to gather further device info.